Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used venaseal for treatment of the patient¿s great saphenous vein (gsv) under local anaesthesia. IFU was followed and the device was prepped without issue. A guidewire was used for insertion of the catheter. The catheter tip was 5cm caudal to sjf. No issues were reported in relation to the catheter tip. The vessel was compressed as per the IFU. It is reported during treatment; the physician viewed a rapid forming thrombus in the cfv and eiv. The md finished the procedure and immediately started the patient on eliquis (apixiban) 10 mg. The physician extracted some blood and has sent for a thrombophilia workup. Follow-up 7 days post procedure, the physician reports the thrombus was resolved and the treated vein was open. Patient is reported to be fine. The physician believes the hypercoagulable state of the patient made have contributed to the event.